Manufacturer narrative:
(B)(4) the other two perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was not confirmed as all of the device components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly calcification common femoral artery was attempted using a proglide device with a 8fr sheath, after a catheterization procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.